Event description:
Same case as uf/importer report #: (B)(4). It was further reported that the procedure(s) being performed were a left heart catheterization, selective coronary angiogram, left ventriculogram, percutaneous transluminal coronary angioplasty, stent of the left anterior descending artery, and percutaneous transluminal angioplasty of the diagonal branch. Post balloon dilatation an attempt was made to cross the tortuous vessel with a stent. This was difficult, therefore, the stent was removed. Angiographic pictures were performed after removing this pt2 guide wire, which revealed the soft tip of the wire remained in the distal vessel. The tip was located in a small caliber vessel, therefore, no attempt was made to remove it.

Event description:
It was reported that during an unspecified procedure, a guide wire tip fracture occurred. The physician was treating a very calcified lesion with the use of a pt2 guide wire. While attempting to remove the guide wire from the patient, the tip of the wire broke off inside the patient. An attempt to snare the tip from the patient was unsuccessful. The procedure was completed. Additional information has been requested and is not available.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Manufacturer narrative:
(B)(4).